Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The customer reported that the spiggot protector on the exeter stem was faulty and as such he was unable to apply enough pressure to insert the stem by hand. The surgeon removed as much cement from the femoral canal as possible before the cement set. This added 20 minutes to the case. The case was completed using a different prosthesis (thinner and shorter 44:00 cement in cement exeter stem)